Event description:
It is reported that the pt is presenting with right knee pain.

Manufacturer narrative:
Eval summary: surgical and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The compatibility of the components was reviewed and found that the components are not compatible. The "warnings" section of the package insert for cr-flex and lps-flex fixed bearing knees states: "use 90-series nexgen cr, 00-5952 series 10-14mm prolong, or 90-series 17 or 20mm prolong articular surfaces only the cr-flex femoral components." Therefore, the 5976 ac articular surfaces are not indicated for use with the cr-flex femoral components. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.